Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis also described as an infection. The cause of the peritonitis was believed to have been caused when the patient¿s non-baxter pd catheter was changed out. However, as additional information was unable to be obtained and this could not be confirmed, the cause of the peritonitis event will conservatively be assessed as unknown. The patient was hospitalized for the event. Treatment for the event, action with dianeal and patient outcome were not reported. No additional information is available.